Event description:
Customer reported that pump screen was broken, leaving it non-functional. There was no reported adverse impact on customer's blood glucose level. Customer arranged to return the pump, and a replacement pump was sent.